Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2014 (B)(6); product type catheter. (B)(4).

Event description:
It was reported that the patient was to have their device completely explanted on 2015 (B)(6). The patient continued to have complaints about the effectiveness of the therapy and pain. It was decided that this was a therapy that they wanted to discontinue. The type of medication being delivered via the device system was unspecified. Additional information has been requested regarding the patient¿s symptoms, interventions, and outcome, but was not available at of the time of this report. If additional information becomes available, a follow-up report will be submitted.

Event description:
Additional information received reported the patient experienced severe lower extremity torso pain one week after implant and ¿nebopx- mal spasticity management¿. No failure of the device was identified and the event was not attributed to drug effects. The device was removed due to persistent pain (torso and legs). Troubleshooting was performed and the catheter (cap) was aspirated, a MRI was done, and dose adjustments were made. No failure detected; however the patient had multiple hospitalizations and a physical medicine and rehabilitation consult. It was unknown how the patient was doing now. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that the patient had suboptimal spasticity management. The type of medication being delivered via the device system was baclofen.

Manufacturer narrative:
(B)(4).